Manufacturer narrative:
Concomitant medical products: primary console: serial number (B)(4), manufacture date: 04/01/2015; flow probe 2nd generation: serial number (B)(4), manufacture date: 09/01/2007. The motor is not a single use device. Approximate age of the device is 7 years and 2 months (calculated from the manufacture date of the motor). The devices are expected to be returned for analysis. They have not yet been received. The event occurred at (B)(6) hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on biventricular extracorporeal circulatory support. It was reported that on an unspecified date, the primary console alerted "motor alarm: m4", while in use on the patient. The pump reportedly stopped working when the alarm occurred. Information regarding whether the motor stop was associated with the left or the right sided system was not provided. An exchange to backup equipment was successfully performed. It was reported that the patient was not injured due to the event and continued on support. No further information was provided.

Manufacturer narrative:
The report that the primary console alerted ¿motor alarm: m4¿ was confirmed based on the evaluation of the primary console¿s log file; however, the analysis of the log file showed that the motor did not stop at the time of the event. The returned motor was functionally tested together with the returned primary console and flow probe. During functional testing, the motor cable was manipulated. As soon as the motor cable was bent at the motor body¿s cable exit site, the motor produced a rattling noise indicating that there was a levitation problem and the primary console alerted ¿motor alarm: m4¿ (audio/visual). Despite the noise and indication of a problem, the motor continued to operate at 3,400 rpm and maintained a flow rate of 4 lpm. The suspect motor was then disconnected from the primary console and the impedances of the motor lines were measured using a multimeter. This testing detected a temporary loose contact or cable break in the line representing bearing phase b, which occurred as soon as the motor cable was bent at the motor body¿s cable exit site. These findings determined that the motor was responsible for the reported alarms. The returned flow probe and primary console operated as intended throughout the investigation and passed all tests. A review of the device¿s device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.